Event description:
A user facility reported that an lma connector came out during pt use. There was no report of pt injury or problem. The user facility has been requested to return the lma to the MFR for evaluation.